Manufacturer narrative:
The customer¿s report of blood leaking from the administration was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional testing was performed and the set flowed freely and showed no signs of leaking. Pressure testing was performed and very small air bubbles were observed below the upper fitment of the silicone segment pumping segment. The cause of the leak was due to a pin hole in the silicone segment. The root cause of the pin hole was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a blood adminstration set while in use. There is no report of patient or provider harm at this time.

Manufacturer narrative:
(B)(4)